Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced breathless after the device was reprogrammed during a recent device replacement. Subsequently, at a follow up, the physician made the decision to perform a revision procedure as the device was applying pressure in the upper right corner under the patient's skin. The device was repositioned and the connection of the adapter and left ventricular (lv) competitor lead was checked. The lv competitor lead and the is I pacing connector were disconnected from the device. The connection between the device and lead were checked with a pacing system analyzer (psa) and normal measurements were found during device testing. After pocket closure, the device was rechecked and pace impedance had increased greater than 2000 ohms. Intermittent capture and high pacing thresholds were also observed. A connection issue was suspected. A boston scientific technical services (ts) agent was contacted. The device and competitor lead remain implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and competitor lead remain in service. A boston scientific technical services consultant reviewed the printouts and discussed that this lead is a bipolar lead and the lv competitor lead had extended lv pace/sense configurations on the last test performed on (B)(6) 2012. The connection of the left ventricular (lv) competitor lead could be checked through an x-ray and pocket manipulation. Pocket manipulation will also confirm or deny if there was any noise present or a loss of capture which will help identify if there is a mechanical issue present in the lead adapter or header connection. The boston scientific technical service (ts) agent suggested that the physician repeat the test above in all lv pacing configurations assuring good capture and lower pacing values. Boston scientific technical services (ts) concluded that with the limited amount of available information they can't exclude that this device experience a defective (or intermittent) lv lead connection to the device header or if the lv competitor lead has an intermittent mechanical defect over the entire conductor/adapter path. It is necessary to perform additional investigation as reported above. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and an amended report submitted.